Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an ulcer. It was reported that a follow up CT done showed there was an unknown type of endoleak. It was not confirmed until an intra-operative 3d spin of the patient¿s aorta was done five days later that there was a type ii endoleak and proximal type I endoleak. The physician performed a secondary intervention and coiled the left subclavian artery as well as implanted another manufacturer¿s stent graft. The physician decided to treat the type ia by ballooning the stent graft multiple times and by using five screws at the proximal portion of stent graft. Post procedure, the patient complained of chest pain that was most likely due to the continued filling of patient's penetrating atherosclerotic ulcer from the proximal type I and type ii endoleak, per the physician. It was later reported that patient is doing well and the endoleak have sealed. Per the physician, the cause of the proximal type I endoleak was most likely due to the patient¿s calcification, which led to the stent graft to not sealing properly at implant. No additional clinical sequelae were reported and the patient is doing fine.